Event description:
During an ems call the zoll cardiac monitor started to malfunction. The monitor would not print, or respond to any of the buttons being pushed. I turned off the monitor and even pulled out the battery before re-starting it to see if this would correct the issue. The cardiac monitor was malfunctioning in the same manner that it was before the restart. When performing the morning checks the cardiac monitor operated fine. The morning checks include turning the device on, and testing the defibrillation through the lookback function.